Manufacturer narrative:
H3. Destructive analysis identified wear on the motor o-ring for gear number three. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving fentanyl (unk mcg/m l at unk mcg/day) via an implantable pump for unknown indications for use. It was reported that patient came in today for a refill but has been critically alarming. The company representative (rep) stated that the logs showed she had a motor stall at 3:04 am on (B)(6) 2024 and confirmed that she did not have magnetic resonance imaging (mr)I or electromagnetic interference (emi) exposure. The logs then showed she gave herself two boluses in the morning (they read requested and no bolus rejection message showed), but then on (B)(6) 2024, the logs showed 48-hour tube set message. The rep reinterrogated the pump and checked for motor stall recovery twice and did not see a recovery. The technical service (tss) asked if patient felt therapeutic relief with each bolus and she stated " no and I am in more pain than usual. I usually feel relief 75% of the time with my boluses." The tss walked caller through silencing active alarm. The tss discussed checking for volume discrepancy and trying a physician bolus to see if patient gets relief. The patient was within one year from replacement anyway so that will be discussed next.

Event description:
Additional information was recieved from the company representative (rep) via the patient reporting that the pump was replaced and the issue resolved at the time of the report. The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.